Event description:
It was reported that the pump touchscreen was overly sensitive to touch inputs, triggering unexpected and unintended pump actions. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.